Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii round stiff snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare was deployed from the end of the scope and a free piece of metal was found laying on the patient's tissue. The free piece of metal wire was retrieved using the same snare and was brought out through the scope. The scope was tested for leaks and passed all the leak tests. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.